Event description:
It was reported that the fuse blew prior to the case and would not power on. The circulator brought in one of the other facility owned console and the case went on as scheduled. Biomed replaced the fuse powered back on and the fuse blew again. This is a facility owned console.